Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for separation of the eclipse safety shield with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to separation of the eclipse safety shield as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for separation of the eclipse safety shield with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the safety on a bd vacutainer® eclipse¿ blood collection needle broke off the needle. The following was reported, " it was reported that the safety broke off of the needle. "Hi xxxx, please see the product feedback form from the xxxxxx professional centre, regarding a vacutainer eclipse blood collection 22g x 1 ¼¿, (mf#368608), (lot#8254742). The concern: february 19 ¿ the safety broke off of the needle. The sample is available and would like to submit it for qa investigation. Please provide return shipping instructions (address, return authorization, courier & account number)(please include me in all communications). Upon completion of your investigation, please ensure that a copy of the qa report is sent to xxxxxxxxxx and xxxxxxxxxx reference product feedback #15377 in all follow-up communication. Thank you."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety on a bd vacutainer® eclipse¿ blood collection needle broke off the needle. The following was reported, " it was reported that the safety broke off of the needle. "Hi xxxx, please see the attached product feedback form from the xxxxxx professional centre, regarding a vacutainer eclipse blood collection 22g x 1 ¼¿, (mf#368608), (lot#8254742). The concern: february 19 ¿ the safety broke off of the needle. The sample is available and would like to submit it for qa investigation. Please provide return shipping instructions (address, return authorization, courier & account number)(please include me in all communications). Upon completion of your investigation, please ensure that a copy of the qa report is sent to xxxxxxxxxx and xxxxxxxxxx reference product feedback #15377 in all follow-up communication. Thank you."